Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of a thoracic aortic aneurysm, using gore® tag® thoracic branch endoprosthesis. The tbe was used to treat a proximal type I endoleak associated with a previously implanted non-gore stent graft (1-debranch zone 2 tevar using relay) that had been placed in (B)(6) 2019. A through-and-through wire was established from the left arm by passing the wire through a 6 fr destination guiding catheter, via the aortic arch branch bypass (left common carotid artery to left axillary artery bypass), from the left common carotid artery into the aorta. The aortic component was deployed in zone 1. The portal was oriented obliquely as deployed. When the first side branch component (serial: (B)(6)) was inserted, resistance was encountered at the portal, and insertion was difficult. A 6 fr snare catheter was introduced from the left arm through the 6 fr destination guiding catheter, and the olive tip of the side branch component was repeatedly captured with the snare catheter and pulled in order to advance the component to the intended position. After the side branch component was deployed in the left common carotid artery, resistance was also encountered at the angulated segment during withdrawal of the delivery catheter; however, the catheter was successfully removed. Subsequently, the second side branch component (serial: (B)(6)) was inserted, and similar difficulty with advancement was encountered. Using the same technique as for the first side branch component, the device was advanced to the intended position and deployed. Difficulty was also encountered during withdrawal of the delivery catheter, and catheter separation was observed during removal. Under fluoroscopic guidance, the separated catheter segment was identified. Retrieval was initially attempted from the left arm using a snare catheter; however, once the catheter transition segment had crossed beyond the portal, it became caught, and retrieval from the left arm was difficult. A 6 fr destination catheter and a snare catheter were then inserted through the 24 fr sheath in the right femoral artery, and the separated catheter segment was captured with the snare catheter and pulled and successfully retrieved through the sheath. Retrieval of the separated catheter segment was successful, but dissection of the left common carotid artery occurred during the attempt to retrieve the separated catheter from the left arm. The dissection may have been caused by manipulation of the snare catheter and/or the 6 fr destination guiding catheter, or by the olive tip during retrieval. As a treatment, two additional stents were implanted in the left common carotid artery. One stent was implanted in order to reline with the first side branch component. Final angiography confirmed no impairment of blood flow and no endoleak, and the procedure was completed.